Event description:
Additional information was received from a healthcare provider via company representative who reported the patient was on bupivacaine but not really receiving a lot of relief despite dosing changes. The managing physician felt that the catheter tip needed to be lowered and placed where her fusion is instead of up higher. The physician who fills her pump felt that the catheter was not in the right location and wanted the catheter removed and a new one to be placed down at l5 where her fusion was. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics/troubleshooting performed. The catheter was replaced. It was unknown if the issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter h6: corrected information: device code a0104 not applicable for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) re-reporting the patient's catheter revision and stated that the patient would be seen in clinic for a pump refill.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine at unknown dose/concentration via an implantable pump for spinal pain indications. It was reported by the patient that they were scheduled to go in (B)(6) 2024 for a catheter revision surgery and reached out to make sure someone was there to turn the pump back on post surgery. The patient stated 'post surgery, I was not getting any relief where the catheter was and it wasn't in the spot that [their healthcare provider] thought it was going to be'. A medtronic representative talked to their healthcare provider (hcp) about changing from continuous dosing to burst dosing to see if that helped and that was getting the patient some relief but not enough. The hope was that if they moved it closer to where the patient was having the issue, that maybe the burst dosing would give them a better level of pain relief. The patient's allergic 'to all the good pain drugs' so they just had bupivacaine. The patient stated 'it was implanted on (B)(6) and we turned it on on (B)(6) but we didn't get anywhere. We tried adjusting it, but it wasn't doing what they expected it to do. On (B)(6) [hcp] found out the pump (catheter) was where he expected it to be,' then stated 'they found out that it was not where I expected it was going to be on (B)(6) because they did a dye test and he said it's not where they thought it wouldbe. On thursday, (B)(6) we did a pain injection that day and we verified. And then the next week, wednesday, (B)(6), we changed it to the burst dosing.'